Event description:
It was reported that after the pump was turned after being unplugged, it made an ususual sound. The decision was made to switch the pt to another pump. There was no pt complications.